Event description:
Customer's fiance called customer service on (B)(6) 2011 and reported customer received an e-7 (service code 759) message on the display of her precision xtra blood glucose meter upon test strip insertion and noted this has been occurring since (B)(6) 2011. He further reported customer experienced vertigo, irritability, weakness and had headaches. He additionally reported that sometime between (B)(6) 2011 and (B)(6) 2011 she experienced a loss of consciousness. No third-party emergent intervention was reported. Customer self-treated with her usual diabetes medications, januvia (sitagliptin phosphate) and glipizide. Caller noted the customer was confused about how to use the meter and was calling today for training. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: customer reported she had been using two meters at the time of the medical event. The second meter's information is as follows: precision xtra blood glucose meter, serial no: (B)(4) and date of manufacture is 10/08/2004. Additionally, while troubleshooting with customer service it was discovered the customer was inserting a test strip that had blood on it into the meter. Customer was educated regarding proper testing technique.

Manufacturer narrative:
Original MDR should have been filed as a final MDR. Customer acknowledged inserting a test strip that had blood on it into the meter. Issue is deemed to be use-related. No further investigation will be undertaken. This is a final report.